Event description:
It was reported that the patient experienced multiple low voltage alarms. The patient's system controller was exchanged and the alarms resolved. It was noted that the alarms would show on the white lead of the controller and it looked like there was a potential kink in the cable. Images of the controller was provided. There was no patient impact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect alarms and kinks in the power cables were able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 3 days (01apr2023 ¿ 02apr2023, 21apr2023 per timestamp). Events captured on 21apr2023 took place in the testing labs at abbott. Atypical power cable disconnect alarms coincident with rsoc invalid fault alarms were intermittently active from 02apr2023 at 05:51:49 ¿ 07:02:38. The alarms occurred on the black power cable while the controller was connected to battery power. The alarms cleared shortly after activating. The driveline was disconnected on 02apr2023 at 10:54:48 and the controller was shut down at 10:55:50. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The kink in the power cable did not cause any alarms to activate. The power cables were cut open to inspect the condition of the underlying layers. The wires were in unremarkable condition. There were no kinks found in the wires. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.